Manufacturer narrative:
Results eval codes: smiths medical int'l investigation states: the hosp ICU stated that this incident occurred after estimate of time in use approx 36 hours. The instructions for use (IFU) state "intended for 24-hour use". Although the IFU state "failure to flush the catheter may result in occlusion of the catheter", even after flushing the suction catheter and valve with saline a small amount of secretions may be left within the thumb valve. Over time these secretions can become encrusted and restrict the movement of the thumb valve resulting in air leaks. Conclusion is that this event was due to hosp using unit for extended period of time and not due to a product fault.